Manufacturer narrative:
The insulin pump alarmed after battery change due to faulty c13. The pump was received with motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform displacement test and verify excessive no delivery alarm due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of unexpected restart alarm, motor error and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 118 mg/dl. The customer stated that when she changed out her reservoir and filled the tubing, she received a motor error and then no delivery alarm. The customer took out the battery and received an unexpected restart alarm. The customer stated that the alarm occurred during manual prime. The customer stated that the issue has been resolved.